Manufacturer narrative:
During processing of this complaint , attempts were made to obtain event , patient and device information. Further information was requested but not received. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2, related manufacturer reference number # 1627487-2019-08110. It was reported patient experienced loss of therapy from approximately (B)(6) 2018. Patient did not want any trouble shooting done and wanted to have the system explanted. To address this issue patient underwent surgical intervention where the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.